Event description:
It was reported that ongoing intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. The customer¿s bg level was displayed as 462 mg/dl and ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy. No third party assistance was required. Customer changed infusion set and cartridge to address the issue. Ultimately, the customer reverted to an alternate method of insulin therapy.